Event description:
The customer reported having high blood glucose since the past weekend. The caller changed several times the infusion set and her blood glucose kept being high. The customer stated that her insulin pump has cracks and the activate button was unresponsive. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and the test failed twice. However, the displacement test passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc button dome switch. The insulin pump was received with cracked reservoir tube and cracked case at the lcd window corner. Unable to verify motor error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.